Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient underwent decompression lumbar laminectomy, total discectomy, global spinal fusion with pedicle screw and rod fixation and anterior cage fixation, auto bone graft, bone morphogenic protein infusion, and neuromodulation monitoring throughout the procedure. Preoperative diagnosis: recurrent disc herniation x3, l5-s1 left and degenerative disc disease l5-s1. Surgical findings: the patient was found to have marked scar tissue in the left spinal canal with adhesions of the s1 nerve root to the ventral lateral canal as well as entrance to the foramen. All of the scar was peeled off the nerve with good mobilization and the total discectomy was performed. As per operative notes, ¿bone graft was placed in the intertransverse process area using both patient¿s own morselized bone and allograft material. Similarly, the cage and disc interspace were filled with both auto and allograft material. The rod was then secured on the left side and final x rays were obtained." Patient alleges unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.